Event description:
The pt was unable to adjust stimulation and experienced a lack of stimulation sensation. A MFR's rep measured impedances in the range of 6,000-10,000 ohms when the implantable neurostimulator (ins) was set to 3v. The pt had been experiencing these issues for about (B)(6). It was discovered that the ins was at end of life and the lead was fractured. The entire system was explanted and replaced. The pt was receiving great stimulation after the replacement and was very pleased. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).